Manufacturer narrative:
The technician found the caster was locking but the wheel would continue to roll. The casters were worn. He adjusted the brake casters to repair the bed.

Event description:
Info received indicates the brake is not holding.